Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced multiple low blood glucose events while using the ilet bionic pancreas, with a documented glucose nadir of 50 mg/dl lasting approximately 30 minutes, and the caregiver noted use of the ¿less than normal¿ meal announcement setting; education and troubleshooting were provided, and additional training with the field team was offered. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included transient impact to glycemic control without need for medical intervention. Investigation included complaint intake review and user education. Investigation of this case revealed user technique related to meal announcements as a contributing factor to the low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement selection.